Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic experiencing palpitations. Upon interrogation, the pulse generator exhibited far-r wave over sensing and multiple episodes of auto mode switch. The device was reprogrammed resolving the issue. The patient was symptom free post event. The physician would continue to monitor the patient at regular scheduled intervals.